Event description:
It was reported that the device stopped aspirating. A jetstream xc catheter, 2.1mm, was selected for use for an atherectomy procedure in the right common femoral artery. During the procedure, while the catheter was in the patient body, the device stopped aspirating. A new device was used to complete the procedure and no known patient complications have been reported.